Event description:
Event description boston scientific crm received information that information regarding the elective replacement indicator (eri) triggers regarding battery voltage and charge time measurements were requested with regards to this implantable cardioverter defibrillator (ICD). Technical services discussed eri information for this device. Subsequently, it was reported that this device had triggered eri with a battery voltage of 2.56 v and charge time measurements of 19.2 seconds.

Manufacturer narrative:
At this time, no additional information is available and records indicate that this device remains in service. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available this report will be updated.